Event description:
Customer reports system is giving pre-charge error after making high technique exposure in film. No pt injury was reported.

Manufacturer narrative:
The svc rep trouble shot system, found fuse f3 bad on generator driver. The svc rep ordered board.